Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse was turning patient and recognized that the patient's inner tracheostomy tube had started to slide out and was about half way out. The nurse pushed it back into place and called the rt and came to assess and determined the white outer aspect of tracheostomy tube ( white flange connected at 1200 to tracheostomy plate had broken off the white flange is where the clear, colorless inner tracheostomy tube secures to the hard white outer tracheostomy tube) was cracked and needed to be exchanged at bedside. Critical care transport nurse held the tracheostomy tube in place while the rt and provider were notified and preparing to exchange tracheostomy tube.